Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: renal failure: the cause of the injury was not determined due to insufficient clinical details. Sepsis: the root cause of the injury was unable to be determined due to insufficient clinical details. Purge pressure high: the root cause of the purge pressure high alarms was most likely biomaterial buildup based on the provided clinical details and data log analysis.

Manufacturer narrative:
D4 serial number and UDI was revised.

Event description:
A 61-year-old male patient presented with acute myocardial infarction¿related cardiogenic shock (scai d). Coronary angiography showed no revascularization options due to chronic total occlusions of the lad and rca. An impella 5.5 was implanted as bridge-to-decision, and subsequently bridge-to-transplant, after two days in cardiogenic shock. The patient had pre-existing multi-organ dysfunction at the time of device initiation. During impella support, continuous renal replacement therapy (crrt) was required. Over time, the patient demonstrated clinical improvement, including increased mobility and recovery of urine output. Later during support, the system generated high purge-pressure and low purge-flow alarms. The purge cassette was exchanged without resolution. They elected to initiate a tpa protocol in the purge line. Despite prior improvement, the patient subsequently deteriorated and expired, most likely due to infection/sepsis per the clinical team. The fatal outcome is reported conservatively. Based on the very late disease presentation, extensive comorbidities, and the clinical course, a causal relationship to the impella device is considered unlikely. During impella 5.5 support, high purge pressure developed and tpa was applied to the purge system. The purge blockage resolved and the pump continued to support the patient for a week until they expired on support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.